Manufacturer narrative:
Based on the claim against the product by the customer noting medium-large clip applier instrument was not holding and they were unable to load, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations replicated and confirmed the customer reported complaint defective & accessories instruments. Failure analysis found the primary failure of functional test failed clip test to be related to the customer reported complaint. The clip applier instrument failed the clip test due to misaligned grips. The instrument passed engagement and was able to clip as expected but the instrument did not release the clip after application. Additionally, signs of corrosion were found on the instrument bearings. Grip input disk bearings exhibit orange discoloration. Failure mode of corroded instrument bearings are typically attributed to the mishandling due to improper cleaning or sterilization techniques used in reprocessing, may include prolonged exposure of the instrument to harsh cleaning agents or insufficient flushing. The instrument was also found to have dried residue on the clamping pulleys. The complaint regarding medium-large clip applier instrument was not holding and they were unable to load was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is being classified as a reportable event due to the following conclusion: failure analysis confirmed a failed clip test with the finding of a loose grip cable. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, medium-large clip applier instrument was not holding and they were unable to load. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information stating the clips could not be loaded on to the applier and they changed to another one.